Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The post on the insert trials were slightly bent and would not fully seat during the trialing process. As a result, the surgeon broke the blue revision post trial while trying to seat the insert trials properly.

Manufacturer narrative:
(B)(4). Examination of the submitted device confirmed the reported event. The root cause is attributed to user error/technique. Based on the root cause determination of user error/technique as the root cause, the need for corrective action is not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.